Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the mid rca with moderate tortuosity, heavy calcification and 90% stenosis. The voyager nc was delivered toward the lesion without a problem; however, the balloon ruptured on the second inflation, at 16 atm. Another company's balloon and stent were used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during mfg, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.